Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation procedure, the capsule was cracked by the iol when implanting the iol. The cause is unknown but the iol was implanted vertically below, not parallel to the cartridge. Before implantation, the capsule was a fine round shape. The surgery was completed without product replacement. The iol remains in the patient's eye. In the surgeon's opinion, such a crack would not be a problem after surgery. Additional information has been requested.

Event description:
Additional information was provided indicating that there is no problem with the postoperative course. It was also reported by the surgeon that the amount of viscoelastic material was sufficient. Further information from the surgeon is unobtainable.

Manufacturer narrative:
Evaluation summary: the file indicates the use of a qualified cartridge. The product investigation could not identify a root cause for the reported event/issue. The manufacturer internal reference number is: (B)(4).